Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusions. The customer's blood glucose level was 375 mg/dl. During a system check with tandem customer technical support (cts), the customer reported that the insulin appeared to be gelled. Cts discussed with the customer the possible causes of insulin degradation.